Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during drain 3 of 4. The home patient (hp) disconnected and then reconnected. The patient was connected at the time of the alarm. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did disconnect prior to the alarm. Proper disconnect procedures were not used. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Per baxter labeling, users are instructed to use proper procedures when temporarily disconnecting from the homechoice machine when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.